Event description:
Post deployment of a 29mm sapien xt 60:40 aortic/ventricular, the patient¿s blood pressure started to drop. The team performed an angio that showed a faint extravasation of contrast. The patient was placed on bypass and a sternotomy was performed. A very small perforation was found at the annular level that was surgically corrected. After the repair, the patient¿s hemodynamics were good and the valve was working well. The team noted mild/trace paravalvular leak (pvl) at the annulus by tee and angio after the procedure. One week later the patient was reported to be doing well. The small perforation was attributed to the severe annular calcification.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report the cause small perforation was attributed to patient factors (i.e. Severe aortic annular calcification). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.